Manufacturer narrative:
The insulin pump had blank display due to broken solder joint on interface board. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump was not working. The device has a blank display. Customer's father stated the device might have slipped out of the customer's hand. Customer's blood glucose was 13 mg/dl. The device does not show signs of damage. Device was dropped. Battery compartment, battery cap, or springs were not damaged, missing, nor corroded. Customer's father declined further troubleshooting and just wanted a replacement device. No further information reported.